Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2030404-2018-00008, 3005334138-2018-00030, 2182269-2018-00024. During an atrial fibrillation ablation procedure a pericardial effusion occurred. While ablating the patient became hypotensive. An ultrasound of the heart was performed and a pericardial effusion was diagnosed in the anterior left atrium. A pericardiocentesis was performed and the patient was transferred to intensive care and monitored until stable. There were no performance issues with any abbott device.